Event description:
It was reported that it is alleged through the filing of a lawsuit that on or about (B)(6) 2012, the patient's right hip was revised due to acetabular loosening.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No patient medical records were returned or made available for review. The exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. The reported event regarding shell loosening involving a trident hemispherical cluster shell was not confirmed.

Event description:
It was reported that it is alleged through the filing of a lawsuit that on or about (B)(6), 2012 the patient's right hip was revised due to acetabular loosening.